Event description:
It was reported that the pump screen went red and then the pump turned off and would not respond. This report is being made based on the reported power loss.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).